Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. The icm was interrogated, and the pairing was restored. There were no patient consequences reported.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. The icm was interrogated, and the pairing was restored. There were no patient consequences reported.